Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photographic evidence revealed that the device had damaged inside the inner package causing the bone cement leaking into the ampoule blister packaging. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code:3095020, lot-3899380 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found the bone cement from the ampoule leaked and dried around the packaging and it appears to be damaged. Hence, the complaint can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code:3095020, lot-3899380 and no non-conformances / manufacturing irregularities were identified corrected: d3, g1, h3.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photographic evidence revealed that the device had damaged inside the inner package causing the bone cement leaking into the ampoule blister packaging. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 3095020, lot: 3899380 and no non-conformances / manufacturing irregularities were identified

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the ampule was damaged. Discovery was made when the package was opened during surgery.